Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that when the implantable neurostimulator (ins) put in about 2 years ago, the patient developed an ileus and his bowels shut down. According to the patient, he looked like he was pregnant. The patient mentioned that a manufacturer representative (rep) has to jump ship the device and he had an emergency surgery to remove 3ft of bowels, because it was dead and he almost dies 5 times in 2 weeks. There were no further complications or anticipations reported with this event.